Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure attachment" was not confirmed. Emax 2 plus will secure an attachment. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device "cannot secure attachment." The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.